Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. There was no non-conforming product identified that could have caused or contributed to the reported problem. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. This occurred after use. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The ultra-filtration volume in cycle four was 1665ml and the patient¿s programmed fill volume was 1500ml. The technical service representative explained the alarm and assisted the patient in clearing the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.